Event description:
The customer reported to olympus, in the beginning of a ureteroscopy procedure, when the visera elite video system center was turned on, the screen went black. The image had screen icons/menu items but went black when the camera was connected. None of the cameras worked with the video system center, however, the cameras worked fine on other video system centers. Other devices involved in the event were a light source and ureteroscope which presented no issues. The intended procedure was completed with an approximate surgical delay of ten (10) minutes in order to switch the video system centers while the patient was under general anesthesia. The entire video tower was switched. No other devices were replaced during the procedure. The device had been inspected prior to use. The device had powered on with no issue and the menu appeared normal. The issue did not appear until the camera was connected. No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The issue was due to bent video connector pins. The unit was tested with the endoeye flex ltf-vh scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to bent video connector pins. The specific root cause of the bent video connector pins could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 6.3 connection of an endoscope ·confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. ·confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor field performance for this device.